Event description:
The customer observed falsely elevated chloride result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range chloride 98-110 mmol/l) sid (B)(6) initial chloride result = 120.5 mmol/l, repeat result = 105 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative inspected the alinity c processing module and multiple troubleshooting procedures were performed. Replacing the alnty c reagent probe and tubing, peristaltic head (rohs) resolved the issue. No additional result issues have been reported since part replacement. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the alnty c reagent probe and tubing, peristaltic head (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride result generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range chloride 98-110 mmol/l) sid (B)(6), initial chloride result = 120.5 mmol/l, repeat result = 105 mmol/l no impact to patient management was reported.